Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable is inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient was sweating while sleeping and woke up because of it. The alarm on her app did not work to let her know that she was hypoglycaemic and decreased at probably around 39 mg/dl. The patient got up from her bed and went to the kitchen which was not far from her bedroom to drink or eat something sweet in order to align her glucose level back to normal range. The patient mentioned that those were the last things she remembered before passing out and was picked up by her fiancé as she was lying on the floor. When she regained consciousness, her head was hurting but no medication was provided. The patient had only drunk or eaten something sweet to elevate her blood glucose. The patient also mentioned that they did not go to the hospital. The patient's head was hurting and had a headache for 2 days. The patient confirmed that she was okay at the time of the report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.